Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure "probe broke" was confirmed. The probe was broken at 15.95 mm from its distal end. Contact marks were observed on the probe. The broken probe tip was not returned. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device generated an unknown error code. Then it was tested outside of the patient, and it worked. After a few activations the probe broke. This occurred during a therapeutic total laparoscopic hysterectomy procedure, which was completed using an olympus back-up device after a delay less than 30 minutes. No patient harm was reported.